Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing a trial head on (B)(6) 2011. During the procedure, the component fractured in trial reduction. There was no injury to the patient as a result. Another trial head was available to complete the procedure without delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found the fracture artifacts suggest a torsional overload.